Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing low blood glucose. The customer's blood glucose was around 50 mg/dl. Customer's mother reported the customer was experiencing more lows than normal. Troubleshooting found the customer's drive support cap appeared to be normal. It was also found the customer's time was incorrect on their insulin pump. Customer's reservoir also showed more insulin than what was displaying on the status screen. The customer was also assisted with programming their insulin pump. The customer was advised to monitor their insulin pump and call back if their low blood glucose persist. No additional information provided.